Event description:
It was reported that the patient was not able to adjust stimulation. The display showed a ¿call your doctor¿ icon and a warning power on reset (por) condition. She first saw the por after surgery in november 2014. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0hay0, implanted: (B)(6) 2014, product type: lead. (B)(4).